Event description:
Caller reported that occlusion alarms occurred. There was no adverse impact on the customer's blood glucose level. The customer was instructed by tandem technical support to perform a system check and no issues were identified. Reportedly, the customer failed to properly cycle the cartridge. Tandem clinical support educated the customer to properly cycle the cartridge before use. Customer replaced pump supplies as necessary and resumed insulin.